Manufacturer narrative:
The manufacturer had previously reported an allegation of a ventilator alarming and not powering on. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board need to be replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator was alarming and would not power on. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.